Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) generator involved with this complaint to perform failure analysis (fa) testing. The reported issue could not be reproduced. The iesu energized, cauterized, and all ports recognized instruments. The complaint regarding the iesu errors was not confirmed based on the testing that was performed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the vio iesu involved with this complaint, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vio integrated electrosurgical generator unit) iesu was erroring out. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found errors m-02, m-10, and m-12. The tse had the site power cycle and hard power cycle the iesu, but the m-12 error returned at each activation request. The tse instructed the site to remove the foot pedal connectors from the back of the iesu and hard power cycle at the same time, but the iesu continued to fault with the m-12 activation already requested error. The surgeon decided not to do any more troubleshooting and convert to laparoscopic surgery. After the call, the tse looked at the foot pedal positions for both surgeon side consoles (ssc) to make sure it was not causing the issue. The tse found that ssc 1 was flipping pedal positions when no one was touching them. Later, the isi clinical sales associate (csa) called back to further troubleshoot the issue. The tse confirmed the errors in the logs, but the csa did not have the necessary testing equipment. The csa called back again at a later date to inquire if the force triad generator was safe to use and when the isi field service engineer (fse) would replace the iesu. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: there was no harm to the patient. The procedure delay was under 15 minutes. Isi followed up with the csa and obtained the following additional information: the csa explained the surgeon sutured the cuff vaginally instead of laparoscopic or robotic. The issue was the vio iesu and the fse replaced it. The patient tolerated the conversion with no injury.